Event description:
Information was received from a patient regarding an implantable neurostimulator(ins). The reason for call was patient had been expe riencing some weird symptoms. Patient called healthcare provider (hcp) to check if their unit was malfunctioning and hcp reached out to the manufacturer¿s representative(rep). Rep called the patient yesterday and suggested patient call medtronic first to see if they had gotten any calls about it before patient schedules a time with her to interrogate the system. Patient reported the implant battery was not lasting nearly as long as patient felt it should be. The ins battery dies in less than 24 hours. The issue started in (B)(6) 2025. When trying to recharge the ins patient got error after error. The errors were about not being able to locate the device even though rtm was right over it. Patient could be completely still and it would just change on the quality of charging. The charging difficulty also started in (B)(6) 2025. Patient also was experiencing some painful shocks up and down the spine that reached all the way up into the skull. Patient let the battery die and the shocks were gone. It was not shocking with therapy being turned off. Patient mentioned at first patient was contributing itto crps because patient was experiencing some new symptoms with crps but with all pt's new treatments for crps the above issue had not changed. Patient also just tried to turn therapy one when they were charging and felt some crazy burning sensation and was getting errors again. Patient had no falls/no trauma, no medical procedures and did not notice any change with positioning of internal components. Reviewed to try a new rtm to see if connection issues are resolved. Redirected to hcp to check the device regarding shocking/burning sensation and ins battery depleting. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.